Manufacturer narrative:
Calibration was last performed on (B)(6) 2021; the signals were at the upper end or above the expected signals. No qc data was provided from the day of the event. The investigation is ongoing.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys vitamin d total ii (vitamin d ii) on a cobas 8000 e 602 module. The initial result was 100.0 ng/ml with a data flag. The sample was manually diluted 1:2 and repeated due to the high result with a calculated result of 46.44 ng/ml. The sample was repeated neat with no dilution and the result was 37.23 ng/ml. The repeat results were believed to be correct. The questionable result was not reported outside of the laboratory. The vitamin d ii reagent lot number was 54735301 with an expiration date of 31-may-2022.

Manufacturer narrative:
Qc was not performed on the reagent kit used for the questionable results. Product labeling states: "controls for the various concentration ranges should be run individually at least once every 24 hours when the test is in use, once per reagent kit, and following each calibration." No pre-analytical handling issues were identified. Instrument performance data was provided from 11-may-2021 and may not reflect the current instrument status. No alarms were observed at the time of the questionable results. Maintenance actions were up to date. The investigation did not identify a product problem. The cause of the event could not be determined.